Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A (B)(4) test was performed, and it passed. The log was downloaded and passed. Data does not reflect the alleged device. The allegation was undetermined. The root cause could not be determined.